Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. The attorney's report alleges that the patient was treated for inflammation and adhesions both of which are known possible adverse reactions listed in the IFU. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. This MDR includes all patient, event, and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011- patient underwent repair of a hiatus hernia and a nissen fundoplication to treat gastroesophageal reflux disease. During this procedure a xenmatrix graft was implanted. On (B)(6) 2013-patient underwent an add'l surgery due to alleged failure of graft. The surgery was initially done laparoscopically, but due to adhesions and inflammation the surgery was converted to an open procedure. The attorney's report alleges life threatening injuries, pain, adhesions, add'l surgery, and defective mesh.